Manufacturer narrative:
Based on the results of the investigation, the definitive root causes of the issues could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited following issues: scratches in main body (lens), connector cracks, electrical contact corrosion, scope mount corrosion, free lock lever corrosion, heavy operation due to scope mount corrosion, free lock lever adhesions, scope mount adhesions, main body adhesions. There was no patient involvement.